Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose sometimes ran high after a set change. The customer had a blood glucose reading 343 mg/dl despite not having eaten and delivering 4 or 5 boluses. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The infusion set cannulas were usually slightly bent upon removal, but the insertion site was not sore or irritated. The customer was advised on how to avoid bent cannulas. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction. The customer reported again two weeks later to report that the blood glucose was still running high, up to 564 mg/dl. The insulin pump passed the high pressure test. The insulin pump was not replaced or returned.